Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: hong kong.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery, the dermatome skin graft was uneven, and the power was not steady. There was no impact to the patient and no surgical delay. Due diligence information complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. E1 telephone number: (B)(6).